Event description:
It was reported that during a lobectomy procedure, two staples were not formed on the first firing. The case was completed using additional sutures. There was no patient consequence.